Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd tubing set had leakage and air bubbles in the tubing. The following information was provided by the initial reporter: "patient reported leak from blinatumomab tubing. Line assessed and tiny bubbles seen below second port of tubing line."

Event description:
It was reported unspecified bd tubing set had leakage and air bubbles in the tubing. The following information was provided by the initial reporter: "patient reported leak from blinatumomab tubing. Line assessed and tiny bubbles seen below second port of tubing line."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text: see h10.